Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic cholecystectomy with cholangiogram when the surgeon removed the clip from the cystic duct, a small tear was observed. The case continued normally. No further injury.

Manufacturer narrative:
(Facility information) based on review of the file, this report was updated from a serious injury to a malfunction. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic cholecystectomy with cholangiogram when the surgeon removed the clip from the cystic duct, a small tear was observed. The case continued normally. No further injury.